Event description:
The reported complaint involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer. It was reported that a small amount of chemotherapy (doxorubicin) leaked from the chemo push port during infusion. There were no obvious defect on the device before it was used. There was no mating device connected or attached to the sample. There was no impact as a result of the complaint/issue. The leaked medication was contained with a spill pad and was cleaned per facility protocol. There was no unprotected chemotherapy exposure to patient the and/or the healthcare provider. There was no harm or adverse event reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1 additional reporter contact details: (B)(6). Reporter position/department: product quality, (B)(6) health services. Phone number: (B)(6). Email address: (B)(6). (B)(6). Cqia, regulatory affairs / quality assurance manager. The (B)(6) company limited (B)(6). (B)(6). Tom baker cancer centre (B)(6).

Manufacturer narrative:
The following items were returned from the customer for complaint investigation: -one used list #cl3950, 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer; lot #13635233. -one used list #unknown, chemolock connector; lot #unknown. ---> one (1) used. List #unknown, 20ml syringe; lot #unknown. There was no visual evidence of damage or anomalies observed on the returned devices. The chemolock injector connected to the 20ml syringe was filled with water and connected to the chemolock port of the cl3950 extension set and the plunger depressed to pressurize the fluid circuit. Leakage was observed coming from the chemolock injector. The entire fluid path of the cl3950 extension set was pressurized without leakage. The chemolock injector was disassembled with the following observations: o-ring: the o-ring was misassembled on the post which led to leakage past the o-ring. The reported cl3950 ext set w/microclave clear, chemolock port, y-connector was found to meet product performance expectations and the complaint was unable to be confirmed for the cl3950 ext set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.